Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform several steps, including disconnecting the tubing, tightening connections, and delivering boluses to manage the issue. Although the occlusion alarm recurred, the bolus was eventually completed successfully. The customer was advised to replace supplies and resume insulin.